Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for an unknown endovascular treatment on (B)(6) 2016. Approximately one year post procedure, 8 heli-fx endoanchors were implanted to treat migration of the previously implanted endurant graft. Approximately 3 years later, a type ia endoleak was observed with aneurysm enlargement during follow up. It was reported the patient had symptomatic backpain. Open repair was performed 2 days later and the event was resolved. Per the investigator the event was related to aaa/taa/ad per the sponsor the event had a causal relationship with the device and with the disease under study. No additional clinical sequelae were reported and the patient is fine.